Event description:
The reporter contacted animas on (B)(6) 2016 alleging a call service alarm (cs 078) issue. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2017 with the following findings: a review of the black box showed call service 078 alarms. The rewind, load, and prime steps were performed successfully. The 24 hour testing failed. The failure occurred one hour into the test. An 064 alarm was recorded. The pump was opened to find moisture/corrosion on the motor connector. Unrelated to the original complaint, the battery compartment was cracked along the side of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.